Manufacturer narrative:
A system log review cannot be performed because the system logs are not available.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure the patient developed a pneumothorax requiring a chest tube and hospitalization. The biopsied lesion was 2cm and located in the right upper lobe. A cbct spin was performed and a pneumothorax was noticed. A pigtail catheter was placed based on the patient's medical history. The patient was hospitalized for 1 day, then discharged home. Additionally, the medical team reported that the registration and navigation were initially successful, but during the spin, it was believed the target was not in the expected location. The physician had to exit, re-register, and re-navigate to reach the target and complete the biopsy. The target not being updated correctly contributed to the pneumothorax and a delay in the procedure, though the exact duration was unknown. The diagnosis was inconclusive; therefore, a biopsy may have to be repeated.